Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the bag was torn upon withdrawing from the 3cm-long incision. The gallstone could be retrieved without replacing the device. It was visually confirmed that no broken piece remained in the cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).